Event description:
A nurse from the user facility reports that a haptic on the intraocular lens crimped during insertion. Enlargement of the incision was required to accommodate removal of the lens. Additional information has been requested.